Event description:
It was reported to philips that the customer's new battery (sn (B)(4)) was not charging. The device was not in use on a patient. One li-ion battery pack was returned for failure analysis. The reported problem was verified in the lab as the battery was unable to charge in a heartstart mrx and unable to charge in a cadex charger. The battery cells were deeply depleted to the point the gas gauge chip could not be powered for the gas gauge files to be retrieved. The safety fuse could also be affected.

Manufacturer narrative:
Serial number not provided.

Event description:
It was reported to philips that the customer's new battery (sn (B)(4) was not charging. The device was not in use on a patient.